Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system 2. (B)(6). During investigation, a result of 198 mg/dl was found instead of 199 mg/dl.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 73 mg/dl (mobile system 1) and 199 mg/dl (mobile system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.